Manufacturer narrative:
Steris made multiple attempts to obtain additional information regarding the reported event and to obtain the advance capsule endoscope delivery device back for evaluation however, the complainant has not responded. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Manufacturer narrative:
Steris requested the advance capsule endoscope delivery device subject of the reported event be sent back for evaluation. The device history record (DHR) was reviewed, and no abnormalities were noted. A complaint review determines this to be an isolated event for the subject lot. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The distributor reported that during a patient procedure their advance capsule endoscope delivery device did not deploy the capsule. User facility personnel utilized a second advance capsule endoscope delivery device and the capsule deployed. The procedure was completed successfully following a delay. No report of injury.